Event description:
The report indicated that the balloon of the stent system could not be inflated. There was no report of patient injury. The device is available and will be returned for analysis.

Manufacturer narrative:
The stent system is available for evaluation and testing; however, it has not been received as to date. Additional details regarding the balloon inflation difficulties has been requested and will be submitted within 30 days upon receipt.